Event description:
A small piece of the 8mm permanent cautery hook belonging to the davinci xi robot fell off of the instrument. It was retrieved and removed from patient's abdominal cavity. The broken hook was removed from the surgical field immediately. The davinci representative was in the room at time of incident.